Manufacturer narrative:
Bci field service engineer (fse) found that the level sensing errors and burning smell were independent of each other. Fse found that burning smell was from the defoamer (external of the au2700 system) which had ceased working for unknown reasons. Foamer was replaced and the burning smell was no longer present. Fse corrected the level sensing errors by adjustment within the reagent compartment.

Event description:
A customer contacted beckman coulter inc. (Bci) to report level sensing errors and slight burning smell from au2700 chemistry analyzer. Operator was informed by call center specialist to shut down the system and unplug from voltage source. No effect to patient or user was reported.